Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was submitted to the manufacturer for evaluation. Through visual examination, it was noted that the backcheck valve had broken off into the y-caresite valve on the sample. The reported defect of broken tubing was unable to be confirmed on the set returned during the visual evaluation of the sample. While an exact root cause cannot be determined, a review of the complaint samples and manufacturing records suggests that the defect did not originate from a failure in the manufacturing process. The most likely potential cause is that the defect originated from excessive force being placed on the valve during use. A review of the non-conformance system database was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: blood tubing leak at the valve /y site connection. Detailed inquiry description: while the blood transfusion was initially in progress, there was blood leaking from the valve/y site connection which we stopped as soon as we noticed it no injury reported.